Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a set screw issue ("was bad") during implantation of a new implantable neurostimulator (ins) system. Specifically, the lead would not go into the ins battery and was very difficult to connect so the physician loosened the set screw which seemed "to make it tighter." The physician then used a pickup to help get the lead into the slot in the ins and the blue marker was able to be seen indicating the electrodes were in the slot. It was attempted to tighten the set screw but it was unsure how much it moved and the screw seemed "stripped." Impedances were checked and all electrodes paired with the ins (c-0, c-1, c-2, c-3) were >4000 ohms while all others were within normal range. X-rays were performed as part of the diagnostics/troubleshooting for the issue (result not reported). It was then noted that the screw could not be loosened. Since the set screw was thought to be stripped a new ins battery was then used. The physician was then able to easily insert the lead and tightened the set screw after 2 clicks. There were no other issues reported. The patient did great post-operatively with normal impedances seen and had excellent results. There were no patient injuries in the event and their status was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.